Event description:
The reporter stated the device was in use for infusion of tobramycin the reporter stated when the scheduled infusion was completed 19.6% of the total volume was seen in the medication bag. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one device sample was returned. The sample was received in decontaminated condition without its original packaging was reviewed. Visual inspection, the sample was found to be missing the blue clip, no other defects or discrepancies were found that would prevent the sample from functioning properly based on evidence and investigation, the complaint allegation was unable to be determined. No actions are required since the complaint was not confirmed. DHR review showed no non-conformities with this lot number.